Event description:
It was reported that the fowler would not lower, the scale did not work and the motion pan was damaged. No adverse consequences alleged.

Manufacturer narrative:
Result: motion interrupt, fowler clutch, and scale.